Event description:
It was reported that the unit broke off inside the patient. It was further reported that the broken piece was retrieved with no harm to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.